Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced alarms due to a questionable percutaneous lead fracture. The system controller was exchanged and returned as part of the troubleshooting.

Manufacturer narrative:
The report of the pt experiencing alarms was confirmed during the eval of the system controller. The evaluation of the returned system controller revealed compromised inner conductors in the cable's black power lead. The black power cable was found to have compromised brown (rsoc-line), red/white (motor v-out), blue (motor I-out), and orange (empty-spare) inner conductors at the connector end. Movement of the black power cable at the connector end caused the broken brown conductor to short to the shield/ground, which resulted in a system interruption and a red heart alarm while the system was being supported via the power module. A review of device history records for this system controller showed no deviations from mfg or qa specifications. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.